Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 251 mg/dl. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.